Manufacturer narrative:
There is no available information regarding the event date therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was used during a mid urethral sling procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient saw mesh in her vagina. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.